Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
On (B)(6) 2017 iabp therapy started on ami patient. It was reported that on (B)(6) 2017 the waveform of ap optical sensor provided unusual value. It was not able to take (B)(6) value and shows noise waveform. Removed intra-aortic balloon (iab) and discontinued therapy. It was noted that no optical sensor failure alarm was generated and y-fitting was damaged. Mild sclerosis and calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 73.9cm from the iab tip. The optical fiber was found to be broken at this location. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. No damaged was observed on the y-fitting. Complaint # (B)(4); record # (B)(4).

Event description:
On (B)(6) 2017 iabp therapy started on ami patient. It was reported that on (B)(6) 2017 the waveform of ap optical sensor provided unusual value. It was not able to take aug value and shows noise waveform. Removed intra-aortic balloon (iab) and discontinued therapy. It was noted that no optical sensor failure alarm was generated and y-fitting was damaged. Mild sclerosis and calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 73.9cm from the iab tip. The optical fiber was found to be broken at this location. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. No damaged was observed on the y-fitting. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(6) 2017 iabp therapy started on ami patient. It was reported that on (B)(6) 2017 the waveform of ap optical sensor provided unusual value. It was not able to take aug value and shows noise waveform. Removed intra-aortic balloon (iab) and discontinued therapy. It was noted that no optical sensor failure alarm was generated and y-fitting was damaged. Mild sclerosis and calcification were noted in the patient vessel. No patient injury was reported.